Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable na electrode and cl electrode results from an unspecified number of patient samples tested on the cobas pro ise analytical unit. The reporter was able to provide the following patient samples with discrepant results: sample 1: the initial na result was 141 mmol/l. The repeat result was 150 mmol/l. Sample 2: the initial cl result was 97 mmol/l. The repeat result was 116 mmol/l. Sample 3: the initial na result was 139 mmol/l. The repeat result was 130 mmol/l. The initial cl result was 102 mmol/l. The repeat result was 116 mmol/l.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and no issues were identified. The customer performed flow path cleaning maintenance. The customer did not report any other issues after the maintenance action was performed. The investigation determined the maintenance actions resolved the issue.